Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for it band crossover syndrome - it band tendinitis event is serious and is considered moderate event is definitely not related to device and is probably related to procedure. On (B)(6) 2020, the patient had a revision right total knee arthroplasty, to address failed right patellofemoral replacement secondary to tibiofemoral arthrosis, pain. On (B)(6) 2020, the patient also had left hybrid total knee arthroplasty to address osteoarthritis, end-stage, left knee. Depuy components, including depuy patella and depuy cement x1 were used during the procedure. Medical records from (B)(6) 2021 note the patient reports the patient had an injection 3 weeks prior for pain in left knee. The patient reports stiff, losing motion. The surgeon observed maybe a little synovitis, she is not as stiff as she thinks. Surgeon is planning an iliotibial band release. Date of implantation: (B)(6) 2020 date of event (onset): (B)(6) 2021 (left knee).